Event description:
It was reported the patient had impedances greater than 20,000 ohms. It was noted the patient was not able to adjust stimulation. It was reported the patient saw the ¿call your doctor¿ icon and out of regulation (oor) condition. It was noted the oor was seen two weeks prior to call whenever the patient would sync and try to turn up stimulation. It was reported that seven of the sixteen electrodes showed high impedance. It was noted that no impedances were below 700 ohms. It was reported the patient had been referred for possible lead revision.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v847059, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v238362, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).